Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 445 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime, self, and high pressure tests passed. Prior to the event, the insulin pump alarmed no delivery. The customer took several manual injections in an attempt to bring his blood glucose down, but his blood glucose levels remained elevated. Nothing further was reported.